Manufacturer narrative:
The tap was returned to the manufacturer for analysis. Analysis found that tap was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that the tap was damaged. After doing a pedicle, they took the tap out and noticed it was flattened/splayed. They used a different tap to finish the procedure. There was a reported delay of less than one hour and no reported impact to patient outcome.